Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) unit fiber optic door is damaged. There was no patient involvement reported.

Manufacturer narrative:
The field service engineer (fse) evaluated the unit and replaced the upper panel and associated labels. The device passed all functional and safety tests according to factory specifications. The device was returned to customer and cleared for clinical use. The failure analysis and testing dept. Received part number 0997-00-0644 with a reported unit failure of a damaged fiber optic door. The fat performed a visual inspection and found the part to be missing the fiber optic door. Please see attachment. Verified the reported issue of the damaged fiber optic door. Retaining the parts in the failure analysis and testing dept. Per procedure.